Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an unknown surgical procedure where floseal was used, the user "forgot" to irrigate excess floseal after clot was formed. The patient was re-operated on and adhesion formation was observed where the floseal was placed. No additional information is available.

Manufacturer narrative:
C1: manufacturer/compounder: (B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. The likely cause of the reported event was associated with use error. Preparation of floseal other than per the instructions for use (IFU) could cause or contribute to the event. Per the IFU, excess floseal should always be removed by gentle irrigation and suctioned out of the wound. Floseal is not intended or indicated to reduce adhesion formation. Should additional relevant information become available, a supplemental report will be submitted.